Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching was observed on egm. Patient was asymptomatic. Review of egm showed competitive atrial pacing. Further testing and programming changes were recommended.